Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not activate and had a self activation issue. The button stick was in the on position and was continued to activate, it was also activated without the activation button being pushed. They also stated that the device had no seal. There was no regrasp alert, end tone was heard but on evidence of energy delivery. To continue with the procedure, another ligasure device was used and it worked fine. There was no patient injury.